Event description:
It was reported that during the implant procedure, the ipg could not communicate with the programmer and charger when in the pocket. The sales rep tried a new programmer and charger with the same results. When the ipg was taken out of the pocket, it was able to communicate with the accessory devices. The ipg was replaced.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.